Manufacturer narrative:
The customer contacted resmed to request assistance regarding an astral device that was alarming with an unresponsive screen. The product support specialist went through the troubleshooting steps with the customer and requested the device to be rebooted. The customer informed resmed during the call that rebooting resolved the device issue and the device was operational. No device was returned to resmed for investigation.

Event description:
It was reported to resmed that an astral device was alarming and had an unresponsive touch screen. There was no patient injury reported as a result of this incident.